Manufacturer narrative:
Follow-up #1: date of submission 02/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged scratched display issue was verified. Visual inspection found that both the lens film and the display lens were scratched. The pump powered up with auditory and vibratory features. Unrelated to the reported display issue, display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was scratched. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.